Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, preceding/simultaneous bone augmentation. Inadequate quantity of bone at time of implant placement. Implant removed approximately 5mm missing after placening. Implant not osseointegrated at time of uncovering.